Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that two infusion sets fell off during use on (B)(6) 2024. Blood glucose level on 17 april 2024 was 215mg/dl. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-07103 - device 2 of 2.